Event description:
The customer reported that the system produced uncommanded x-rays. This event occurred during a procedure with patient involvement; therefore, this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.

Manufacturer narrative:
This malfunction may have resulted in a possible accidental radiation occurrence. A ge service representative performed an on site investigation. The voltage on power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.